Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown blood glucose (bg) level on (B)(6) 2025. Reportedly, due to the elevated bg, the customer had large ketones that a healthcare provider deemed life threatening. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.